Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to detect and treat) has been confirmed. Upon investigation, the belt was unable to complete incoming testing. The root cause for the failure was a bent guide pin which caused the belt to be "unsecured" to a monitor. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.